Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and hub/collar separation was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that separation occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "have you heard anything about the safety device coming off the eclipse bld collection needles? We have had 5 so far. Two different lot numbers were reported(two 9051796 and one 9003928)" 1 of 4 complaints.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9051796. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-07. Medical device lot #: 9003928. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-01-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "have you heard anything about the safety device coming off the eclipse bld collection needles? We have had 5 so far. Two different lot numbers were reported (two 9051796 and one 9003928)." 1 of 4 complaints.